Event description:
It was reported that two drill bits broke during the same procedure. The drill bit tips were removed.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: only one of the two reported drill bits was returned for eval. Excessive or eccentric loading applied to the drill bit could have caused the part to break during use. It is not known how the surgeon used the drill bit and if the drill might have been overloaded during use. Eval: approx 4.5" of the shaft was returned. No lot number was available; therefore, device history records could not be reviewed.